Event description:
It was reported that while performing threshold testing with this pacemaker and programmer, the threshold test didn't end once loss of capture (loc) was observed and the patient experienced a syncopal episode. Subsequently, the patient fell and hit his head. The nurse helped the patient onto the hospital bed to check his oxygen levels and blood pressure. The health care professional (hcp) thought they selected automatic threshold testing, however, based on the behavior, it was suspected that the hcp selected manual testing, which, resulted in the test not ending after capture was lost. Based on review of device data, threshold trends performed by the device were fine and there were no further observations after testing was completed. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while performing threshold testing with this pacemaker and programmer, the threshold test didn't end once loss of capture (loc) was observed and the patient experienced a syncopal episode. Subsequently, the patient fell and hit his head. The nurse helped the patient onto the hospital bed to check his oxygen levels and blood pressure. The health care professional (hcp) thought they selected automatic threshold testing, however, based on the behavior, it was suspected that the hcp selected manual testing, which, resulted in the test not ending after capture was lost. Based on review of device data, threshold trends performed by the device were fine and there were no further observations after testing was completed. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.this programmer has not been returned. As such, physical analysis has not been conducted in our laboratory. However, review of the instructions for use for this product was conducted. This review determined that the syncopal episode following the loss of capture (loc) was likely due to unintended use error. Unintended use error is addressed in the instructions for use of this product.